Manufacturer narrative:
The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1: reporting institution phone# (B)(6). E1: reporter phone# (B)(6). A philips remote service engineer (rse) spoke to the customer and a nemo (non-engineering material only) service was agreed upon. The customer ordered a replacement speaker assembly to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Speaker malfunction.